Manufacturer narrative:
H3:  one cadd legacy 1 pump was received in good physical condition. There was no evidence of the reported "failed accuracy" issue in the event log. An accuracy test was performed and the reported issue was able to be duplicated. Test results of -2.71%, -3.15% and -2.88% were received; two were within the internal specification (spec) of +/- 3.0%, and one outside the internal spec of +/-3.0%. The expulsor will be replaced as a preventative measure.

Event description:
Information was received indicating that during testing a smiths medical cadd-legacy one ambulatory infusion pump failed accuracy at "-8.15%." No adverse effects were reported.